Manufacturer narrative:
Device investigation narrative - the subject device was not returned for evaluation to the designated complaint unit, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors unrelated to the manufacturing and design of the device, which could have contributed to the reported event, includes a defective control board or power supply. Manufacturing records show that the device was released to distribution on (B)(6) 2011 and has not been previously returned for service. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider 2 limb positioner would not maintain pressure. The same device was utilized to complete the procedure. No patient injury or complications were reported.